Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a hospitalization on (B)(6) 2014 due to high blood glucose of 380 mg/dl and diabetic ketoacidosis. The customer was nauseous, vomiting, was urinating, and had abdominal pain. The customer was treated with insulin drips and manual injections. The customer was not wearing the insulin pump at the time of the hospitalization and has not been using the device for one year. At the time of the phone call, the customer's blood glucose was 250 mg/dl. They had treated with manual injection. The customer wanted to change their device because they stated that the device was not working. The customer stated that their house was broken into approximately four to five months ago and the insulin pump was stolen. Nothing further was reported.